Event description:
It was reported that the pt underwent a surgical procedure to treat organ prolapse on (B)(6) 2008 and mesh was implanted. It was reported that the pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge.